Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 357 mg/dl. The customer stated that they had not tried all remedies to fix the issue. The customer was advised to try all remedies to prevent any future alarms and to call back if there were any future issues. The customer was advised that the reservoir and infusion sets needed to be changed. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.